Event description:
A therapeutic stone retrieval procedure was performed with this guidewire in 2005. Echographies in the next days showed a foreign body in the kidney. A piece of the wire was retrieved through a percutaneous procedure at a different hospital several weeks later.